Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 80 mg/dl. Sugar was consumed to address the bg level. The customer thought cause of the bg level was due to the pump delivering a bolus on its own without the customer's knowledge. The customer reviewed the pump history with tandem customer technical support (cts) and after the review, the customer initially agreed that the pump had not deliver the bolus on its own. During continued troubleshooting, the pump time was found to be off by 14 minutes. The customer thought that the time may have been due to use error. The customer corrected the time and did not think that the incorrect time was the cause of the low bg. Due to the continued decrease of the bg (65 mg/dl), the customer revisited the thought that the pump had delivered a bolus. The customer overcorrected the low bg by consuming sugar/candy, the bg elevated to 288 mg/dl and the next day, it elevated to 347 mg/dl. The customer did not feel comfortable delivering a full bolus via the pump to correct for the high bg due to the unexpected lows the day before. Instead, the customer was to deliver a "partial" bolus to correct the high bg (value entered as 200 mg/dl) and the bg would continue to be monitored. The customer had indicated that the bg meter might be inaccurate and had since obtained an accurate bg meter. Although multiple attempts were made to follow up with the customer, the customer did not reply to the requests. No additional information was received.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there was one bolus requests made on (B)(6) 2017 for 60 units of insulin. It appears he inputted 300 grams of carbs instead of 300 bg which caused him to deliver the max bolus of 60 units (pump calculated 75 units), versus 15.8 units had he inputted correctly. Pump was successfully unlocked with touchscreen one minute before bolus requests was made. Basal rate was set at 2.75 u/hr throughout the entire day. Complaint could not be confirmed. Pump screen was unlocked prior to 60 unit bolus request. There was no evidence of device malfunction.